Event description:
It was reported a manufacturer representative met with a patient and her implantable neurostimulator (ins) was too discharged to do an impedance check. The patient charged for 30 minutes and then the test was done. The values returned indicated a possible fracture. A revision was expected to be scheduled in the next month or two. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the cause of the ins discharge was unknown. The patient stopped recharging once stimulation had stopped. The cause of the fracture was unknown, though it was noted that the patient had gone parachuting near the time that stimulation stopped.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had no stimulation and was not receiving therapy. No revision had yet occurred, but it was scheduled for later in (B)(6) 2014. No further troubleshooting had occurred beyond investigation of the impedance values and an x-ray.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins battery had reduced capacity due to overdischarge. Analysis of the extension found that all conductors were broken 11.2 centimeters from the proximal end with a straight wire in body. Analysis of the plug found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a-25, lot# b0455573k, implanted: (B)(6) 2007, product type: lead. Product ID: 37083, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported that the revision was done on (B)(6) 2014. It was noted that the patient provided x-rays and one showed a possible breakage near the hip bone. It was noted that the reason for removal was a breakage. It was noted that the surgeon opened the system up at the connector between the extension and lead. It was noted that a trialing cable was attached and the lead was tested and the impedances were within normal limits. It was noted that the extension was pulled from the pocket site and part of it came out with very little effort. It was noted that there remainder was removed from the connector site. It was noted that a new extension was attached and tunneled to the pocket and a new implantable neurostimulator (ins) was implanted. It was noted that the patient was reprogrammed the next morning and good coverage and pain relief resumed. It was noted that the patient had a full recovery. It was noted that the devices were returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3986a-25, lot# b0455573k, implanted: (B)(6) 2007, product type: lead. (B)(4).